Event description:
Allegedly, patient revised due to pseudotumor, metallosis, a grossly loose acetabular cup with no bony ingrowth, metal debris, osteolysis, tissue swelling and inflammation. (Left)

Manufacturer narrative:
This is the same event as 3010536692-2014-01524, -01525, -01526.